Event description:
The event is reported as: the blade on the cutter part snapped off. The device broke during surgery, but nothing fell or touched the patient. The part fell onto the drape. No patient injury reported.

Manufacturer narrative:
The complaint was sent to teleflex by (B)(6). The results of the investigation are not available at the time of this report.